Manufacturer narrative:
Plant investigtion: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between the patient events of abdominal pain, blood tinged pd fluid and hyperkalemia with hospitalization and pd therapy on the liberty cycler. However, it was noted in the medical records that the pain and blood tinged fluid were likely related to catheter irritation. Hyperkalemia is common in end stage renal disease and was improved with pd therapy. There is no documentation to show a causal relationship between the adverse event and the liberty cycler. Additionally, the patient¿s hypertension is an ongoing pre-existing condition that has been continuously uncontrolled, but improved during this hospitalization with medication adjustments.

Event description:
A female patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support to report an m31 air detected in cassette warning. During the call, the patient reported that during last night¿s treatment, (B)(6) 2018, she had blood in her drain bags and that she was recently discharged from the hospital. The patient presented to the emergency room (ER) on (B)(6) 2018 with right lower quadrant pain around the pd catheter (not a fresenius product) and blood tinged pd fluid. The patient was evaluated in the ER and admitted for uncontrolled hypertension and possible peritonitis. The patient was started on antibiotics (type, route, dose, strength, frequency and duration unknown). A pd fluid culture was obtained and results were negative for evidence of peritonitis. The patient¿s antibiotics were discontinued. The abdominal pain likely came from local irritation from the pd catheter and less likely that it was related to recent change in pd prescription where the patient went from a combination of 1.5% and 2.5% delflex to only utilizing 2.5% delflex. The patient¿s hypertension (unknown value) was addressed by adjusting the patient¿s home medications (type, route, dose, strength, frequency and duration unknown). After the adjustment, the patient¿s bp was better controlled. The patient was also noted to be constipated which was treated with laxatives as needed. Lab values (unknown) showed the patient to have mild hyperkalemia which improved by initially holding losartan. Once the patient continued pd therapy, the potassium (unknown value) improved and the losartan was restarted. The patient was discharged to home in stable condition on (B)(6) 2018. The patient continues to complete pd therapy without further reported issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
...